Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to flattened dome switch on the escape button. No frozen screen noted. The lcd connector was inspected and no anomaly was noted. However, the insulin pump functioned properly and passed functional testing including self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was monitored; all operating currents are within specification. No unexpected high pitch noise of a52 alarms noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a software error alarm during priming. Customer also reported that insulin pump was making a high pitch noise, clock was not moving and buttons were not responding. Customer's blood glucose was unknown. During troubleshooting, customer was not able to clear alarm and was not able to change battery in order to verify if display screen returned due to not having any new batteries.